Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Patient had experienced a loss or change of therapy. She had been wetting on herself and this morning she had trouble peeing. Patient reported the screen flashed then she saw the sync screen. It was recommended that the patient get new batteries. Symptoms reported were wetting herself and trouble peeing. Event date for pp(patient programmer) issue was on (B)(6) 2015, wetting herself on (B)(6) 2015 and trouble peeing on (B)(6) 2015. Additional information was being requested from the patient regarding step taken to resolved the reported issues. Follow up will be submitted if additional information is received.